Event description:
Customer reported an issue with the responsiveness of the pump's touchscreen. The screen was frozen and would not respond to input. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.